Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A doctor reported that ten years after an intraocular lens (iol) was implanted, it was noted to have some opacification and glistenings. Additional information was requested.